Manufacturer narrative:
The reported event was unconfirmed, since the reported failure could not be reproduced. Inspector received one used foley silicone catheter with the inflation valve cut off and a syringe inserted into the inflation lumen. Verified product number 175816 and manufacturing lot number ngcw1593. Confirmed 16 fr. Customer syringe was removed and a lab test syringe was used. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted. Active length of the balloon was measured to be 0.7460 (0.6-0.9) inches and within specification. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon would not deflate upon removal. The physician had to use a guidewire to deflate the balloon and remove the catheter. Per additional information received from complainant via email on (B)(6) 2019: it was unknown if the balloon was punctured through the urethra or percutaneously. It was also unknown how much water was aspirated from the balloon upon deflation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon would not deflate upon removal. The physician had to use a guidewire to deflate the balloon and remove the catheter. Per additional information received from complainant via email on 24-apr-2019: it was unknown if the balloon was punctured through the urethra or percutaneously. It was also unknown how much water was aspirated from the balloon upon deflation.